Manufacturer narrative:
Corrected data: in review of the file and further information provided, the event is not reportable. The customer reported that the lens was removed replaced due to patient anatomy. Therefore, no further information will be provided under the manufacturer's report number 2648035-2019-00493. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown, not provided. (B)(4). Attempts were made to obtain missing information; however, to date a response was not received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was exchanged. Date of surgery was (B)(6) 2019. No further information was provided.